Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and initiated duopa therapy on (B)(6) 2016. After an undetermined period of time, it was reported that the patient experienced an infection on the peg insertion site. On (B)(6) 2019, the patient was hospitalized for the treatment of the stoma site infection. The patient received rifamycin sodium (rif ampoule) for medical dressing starting (B)(6) 2019, and ampicillin-sulbactam intravenous antibiotic, 1 gram four times a day from (B)(6) 2019 to (B)(6) 2019.